Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was experienced high blood glucose. Blood glucose value at the time of event was over 400 mg/dl. No symptoms was seen related to high blood glucose. Current blood glucose was 380 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.